Event description:
While attempting to perform an atrial fibrillation ablation on a patient, the st. Jude medical endocardial solutions (esi) 3-d mapping system used for these procedures failed. The esi representative (st. Jude has acquired esi) was operating the system and attempted to troubleshoot the problem along with ep staff and over the phone with technical support. The representative was unable to correct the problem and said he would contact the local representative for our hospital and appropriate persons and make them aware of the situation. Nothing was done to resolve the issue over the weekend. This resulted in a procedure being postponed due to equipment failure.